Event description:
Three new and unused posey headstart bed belts are not functioning properly. The issues we encountered are: green light is on when the belt is open, cannot activate the belt when closed and green light will not turn on, if you open the first velcro strip it will not alarm; it will alarm after you open both velcro strips.